Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had difficulty breathing and was intubated urgently with a no. 7 tracheal tube. The tracheal tube was checked and the tube balloon was found to be leaking air. The tracheal tube was replaced and was checked before use. It affected emergency time and delayed the patient's condition.